Event description:
It was reported that the venous port (female luer) cracked. The catheter was repaired by: "5 min betadine wipe to (v) port of cath. Tip of (v) limb cut with sterile scissors and new sterile (v) beta cap (peritoneal) inserted end of (v) limb. No further leaking or air bubbles noted."